Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head-end right siderail would not latch in place. No pt involvement or adverse consequences were reported.